Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that after a few turns on the tensioning knots, the wire popped from the tensioning wheel. No patient injuries were reported.

Manufacturer narrative:
The reported magnum 2 device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, after a few turns on the tensioning knots, the wire popped from the tensioning wheel. An exact root cause cannot be determined without evaluation of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection shows the device was received deployed and the suture lock button was pressed. The implant was missing and not received. On the tip of the instrument a piece of plastic is missing. The snare line is reeled out through the driver. No suture was present. Functional evaluation could not be performed because the device was received deployed and be a single used device. An attempt was made to test the basic functions of this instrument. Rotating the suture ratchet knob performed as intended. The complaint was verified as the snare line was out of the wheel. The root cause could not be determined with certainty as the suture lock button was pressed and the device as self was fully deployed.